Event description:
It was reported that pump screen stayed dark and would not turn on, and button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instructions to press button in different ways, confirmed pump was in warranty, agreed to use multiple daily injections as backup insulin therapy, and was provided replacement pump, with instructions to place old pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.